Manufacturer narrative:
The field service engineer used a cleaning solution to decontaminate syringes and probes. The engineer checked the mixers, wash levels, and gear pump pressure. The issue was resolved after these service actions. The investigation determined that there were no issues with the reagent or hardware. The root cause was determined to be related to poor system maintenance.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they have been experiencing issues with the mg2 magnesium gen.2 (mg) assay on the cobas 8000 c 702 module (c702). They had several days where they received errors on calibrations. The customer also provided data for two patient samples tested for mg and of these, one had an erroneous mg result. The erroneous result was not reported outside of the laboratory. The customer was not aware of issues with any other assays. The sample initially had an mg result of 1.81 mmol/l, which repeated as 0.93 mmol/l. No adverse events were alleged to have occurred with the patient. The mg reagent lot number and expiration date were asked for, but not provided. The customer had maintenance on their water system on (B)(6) 2018, but as the calibration issues started before that time, it is believed to be unlikely that the water system maintenance caused the calibration issues.